Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointe stinal/pelvic floor and urinary dysfunction/sacral nerve stim on (B)(6) 2018. It was noted that the patient still had bandages on their incision area, which was on the right side of their body. It was reported that the implant was not working, they were not feeling stimulation and ¿not putting out¿ like they used to. Troubleshooting included syncing with the device which showed that stimulation was on program 2 at 0.7v. The patient increased stim to 1.3v and was feeling stimulation; it was noted that troubleshooting resolved the reported issue. On (B)(6) 2019 the patient reported the implant had been working for them, but it was taken out due to infection; an abscess had been discovered under the implant. No further patient complications are anticipated or expected as a result of this event.